Event description:
It was reported that during the implant procedure, multiple attempts were required to position the right ventricle (rv) lead due to the anatomy of the patient. After a few attempts, the guidewire was no longer able to advance within the right ventricle (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of unable to advance stylet within the lead was confirmed. As received, a complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. A stylet could not be fully inserted inside the inner coil lumen due to blood found clogged in the inner coil. The cause of the reported event was isolated to the inner coil clogged with blood. Visual and x-ray inspections of the lead did not find any anomalies.